Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ insulin syringe had no scale markings on it. The following information was provided by the initial reporter and translated : "syringe came without marking units."

Manufacturer narrative:
H6: investigation summary a batch history analysis (DHR) was performed, maintenance records and quality notifications were checked, and no records potentially related to this defect were found. For the missing scale marking defect, photos were provided, where it is possible to verify the mentioned failure, then, embecta confirms/reproduces the complaint. As no quality reports or maintenance history were verified, it was not possible to identify the potential root cause h3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ insulin syringe had no scale markings on it. The following information was provided by the initial reporter, translated from :syringe came without marking units."